Event description:
The patient reported exposed wires of the power extension cable. The patient electronics device was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. The investigation codes along with investigation results will be provided in a subsequent submission.

Manufacturer narrative:
The dc jack connector of right ang ext cable was not seated on the cardiomems i3 connector cover prior to disassembly of unit. It is unknown if the right ang ext cable was unseated during use, shipping, or the decontamination process. Visual inspection of returned material revealed functional damage to right ang ext cable in the form of exposed frayed internal wires from the pvc overmold area. Ac power cord with ferrite ¿ us/canada was observed to be returned undamaged. A pinched internal wire was observed on the portion of i3 handheld cable assembly inside the i3 handheld plastic enclosures. Damage was observed to one of the solder connections for the power connector designated j21 on the i3 stuffed pcb that resides inside unit¿s enclosure assembly. Unit was returned with software version i3.2021.0424-r8990 installed. No software malfunctions or anomalies were observed. A test desktop power supply was used for performance analysis because one was not returned. A test right ang ext cable was used for performance analysis due to the functional damage to the one returned. No attempt was made to power on the unit using the right ang ext cable it was originally assembled with as a safety precaution to avoid an electrical hazard. Unit powered on successfully with the power supply connected directly to the main unit assembly. Unit powered on immediately when the dpdt switch was pressed. Manipulation of power supply connection at various areas while unit was powered on produced no intermittent malfunctions or deficiencies. Unit passed diagnostic test. Neither the pinched internal wire on i3 handheld cable assembly nor the damaged solder connection on the i3 stuffed pcb stated in visual evaluation caused any performance malfunctions. Complaint of ¿pes will not power on¿ determined to be confirmed. Root cause of unit¿s inability to power on during attempted use in the field concluded to be damage to right ang ext cable. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue, as no non-conformance related to the reported issue was found in the batch records reviewed.